Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating and was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was on critical override. A field service engineer (fse) dialed into station and checked data sync debug logs, confirming communication was normal. No critical override icon was displayed. Ran critical override reason query in server for station 1sg, which showed a sync delay. Observed that the station time was 7 minutes behind the server. Updated the station time using command, after which synchronization was restored. The system functioned as intended after the field service engineer repaired the device.